Event description:
The account stated that the cell-dyn 3200 analyzer has generated discrepant hgb results on 3 patient samples. On patient #2, the initial hgb result was 6.0 g/dl, hct 42.0%. The sample has not been re-tested but the account expects the hgb result to be 14.0 g/dl. The hgb normal range (12.0-16.0 g/dl). There was no adverse impact to patient management reported.

Manufacturer narrative:
(B)(4). This is an initial report. An investigation is in process. A follow-up report will be submitted when the investigation is complete.